Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause could not be determined and complaint not confirmed.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the lancet bent twice during use, not allowing a proper injection foreign complaint the following information was provided by the initial reporter, translated from french to english: twice the lancet bent during use, not allowing a proper injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd autoshield¿ duo safety pen needle the lancet bent twice during use, not allowing a proper injection. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: twice the lancet bent during use, not allowing a proper ijection.